Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify pump error 68 alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer also reported for blank display of insulin pump. Customer was assisted with troubleshooting for blank display. Customer reported that the display did not returned after restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.